Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - unit received with the lock having both rotational and lateral movement and a residue buildup was present. Upon disassembly, it was noted the index knob and lock needed new components added to replace worn internal parts. General maintenance and cleaning required and unit was machined to have heli-coils added to the large starburst threads. New components were added to replace worn internal parts. Root cause - complaint confirmed via inspection of the unit. Unit received with the lock having rotational and lateral movement. Index knob and lock required new components to replace worn internal parts. Probable root cause is routine wear and tear of the device. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the head holder on the mayfield modified skull clamp (a1059) was moving (not sturdy) while the head patient's head was pinned, although it was on the locked position. No patient injury or surgical delay has been reported.